Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The measured full helix extension length was within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During implant procedure, the right atrial (ra) lead was suspected to be dislodged. The ra lead was explanted and replaced to resolve this event. The patient was stable.